Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced intermittent fluctuating blood glucose (bg) levels since approximately (B)(6) 2015; however, customer only provided a specific bg level of 400 (mg/dl) that occurred in (B)(6) 2016. Customer reported that they would treat elevated bg levels by changing pump supplies, administering boluses, and administering insulin injections. Customer also reported that low bg levels were treated by consuming juice and/or glucose, and programming a temporary basal insulin rate for evenings. Customer believes that low bg levels may have been caused by exercising too much and pump settings. Customer indicated that health care provider (hcp) has been contacted in the past to adjust pump settings and believes that settings may need further adjustment. Customer uses novolog and reported using pump supplies for greater than 72 hours. Customer was reminded that novolog is indicated for use up to 72 hours, recommendation was made to contact hcp to discuss settings and diabetes management, and recommendation was made to contact tandem technical support to conduct troubleshooting for the pump for any future bg events. Customer acknowledged.